Event description:
Study patient. Device malfunction: none, symptoms/ae: hypotension, time of symptoms/ae: post procedure. During a left internal common and carotid artery stenting procedure, after placement of the first stent and while catheter of second stent was in place, the patient experienced right hand weakness. Once the second stent was deployed and after a total 7 mins, the right hand weakness resolved. Post procedure, the patient had worsening right-sided weakness and facial drooping with decreased blood pressure. The patient was started on decadron and neosynephrine. CT of the head was performed which showed a blocked pre-existing right intraventricular (IV) shunt with prior cerebral vascular accident and hydrocephalus along with a large calcified mass in the left cerebellum. The patient was intubated and thrombolytic therapy was administered for the blocked IV shunt. The patient remained hypotensive for greater than 72 hrs and it is uncertain if this was related to the preexisting neurological issues. The patient was extubated at an unspecified time and was discharged to a skilled nursing facility twelve days post procedure. Although requested, there is no add'l info available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device history record did not produce any findings relevant to this report.